Manufacturer narrative:
Sections with additional information as of 31-jul-2024: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): insufficient blood sample applied to strip (user).

Manufacturer narrative:
Internal report reference number:(B)(4). Meter was returned for evaluation. Product testing was performed and defect found on returned meter: e-7. Test strips were not returned for evaluation. Root cause: rc-001: miscellaneous user induced contamination on the strip connector. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who reported medical intervention since the last call. Customer stated that on (B)(6) 2024 he had not been feeling well (undisclosed symptoms) and had gone to the ER. Customer's blood glucose test result at the ER had been 568 mg/dl fasting, and customer received a shot of insulin. Customer was discharged the same day. Customer stated that the replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-2). The customer feels well and did not report any symptoms. At the time of the initial call, no medical attention associated with the use of the products was reported. During the call, a blood test was performed by the customer and produced e-2 error message using true metrix air meter. The product is stored according to specification (location undisclosed). The test strip lot manufacturer¿s expiration date is 03/21/2025 and open vial date is 06/12/2024.